Manufacturer narrative:
Eval method: other - the device history and sterilization records were reviewed. Results: other - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: other - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6)2010, the pt was implanted with a trial lead. At the end of the trial period, the doctor cut the extension where it exited the skin and planned to take the pt back to the operating room at a later date to connect an ipg to the existing lead. The extension however, eroded through the skin. On (B) (6)2010, the doctor removed the extension. There were no signs of infection, but the pt was prescribed oral antibiotics as a precaution.